Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards canada affiliate, during a right transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the team was unable to advance the esheath through iliac artery. The esheath was withdrawn, and it was noted that there was a crack at the distal tip of the esheath. A new set of devices were prepared, and the vessel was predilated with a new esheath. The devices went in smoothly, and the valve was successfully implanted without any patient injury. Per report, the patient had tortuous and calcified femoral arteries.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: the liner was unexpanded, and the tip unopened. The distal tip was split, and there were scratches on sheath at the distal tip. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event was confirmed based on the returned device. The available information suggests patient factors (calcification, tortuosity) may have caused or contributed to the inability to introduce the sheath, while patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation) may have contributed to the sheath distal tip split. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.